Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was at the pool with the customer and the pump got wet. There was no reported impact to the customer's blood glucose. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.